Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about 6 months ago. Patient stated the implant had come out of the pocket. Pt stated that the dr had removed a bone to fit the implant in and they were told it was in a sack so it shouldn't bother them but now they couldn't get the implant to charge and it was causing them pain. Pt reported they felt like a belt buckle in their back.   Patient noted they had to push the recharger cord around on their back to charge the implant and it wouldn't connect to the implant. Pt confirmed that the recharging issues began around the same time the implant moved and they agreed that it probably had something to do with the recharging becoming an issue. Patient also noted the white button on the top of the controller was broken. During the call patient denied any visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt stated they were considering having the implant removed because it hadn't really helped with the pain like there were hoping since the beginning. They went into the doctor on tuesday. They had an appointment scheduled because they were feeling all that pain around the implant site and they were going to get a block, but ended up cancelling the appointment. Additional information received from the patient. It was reported that both the controller and implant were 'dead'. Patient received the replacement controller and charged the controller. When patient charged the implant the relay box got really hot.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Product ID 97745, serial# (B)(6). Product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.